Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm, model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm, model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm, model#: sc-4316, lot/serial #: 16761803, description: next generation anchor kit-sterile model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg), the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed infection at the lead incision site and on the extensions that went down and spread to the pocket site. Symptoms included redness, fluid build-up and pus in the wound that was drained and cleaned with antibiotic wash. The physician believed that the infection was procedure related. The patients scs system was explanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively.